Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 20.0 mmol/l and 22.1 mmol/l (mobile system 1) and 4.6 mmol/l (mobile system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. (B)(4).